Manufacturer narrative:
A customer from outside the united states reported observation elevated atellica im total hcg (thcg) results which were discordant relative to repeat testing . No other discordance was identified. No issues were identified with quality control (qc) results or assay calibration at the time of the observation, and no instrument issues or errors were associated. The interpretation of results section of the atellica im thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im total hcg (thcg) results which were discordant relative to repeat testing when using thcg kit lot 352. Elevated thcg results (above assay cutoff for non-pregnant females) were obtained for three female patients. Repeat testing, using the same method other atellica im instruments, produced lower results. As the lower results were considered correct as they were reproducible and consistent with patient clinical presentation. There are no allegations of patient harm or other adverse consequences in association with the discordant results.

Manufacturer narrative:
MDR 1219913-2024-00262 was initially submitted on 2024-03-28. Siemens has concluded the investigation. A customer from outside the united states reported observation elevated atellica im total hcg (thcg) results which were discordant relative to repeat testing. Thcg quality control (qc) results were within expected ranges at the time of the discordant observations. Service was dispatched to inspect and perform routine instrument service, which included replacement of parts, adjustments, and realignments. Following this service interaction, thcg performance was verified by testing negative samples. Based on the available information, a specific cause for the initial elevated thcg results could not be determined. However, no product problem was identified. The customer is operational, and the observed issue is resolved following routine service actions. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.